Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was alarming " gas loss in iabp circuit." There was no patient involvement.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was alarming " gas loss in iabp circuit ".

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and it was found that the unit was alarming gas loss in  iabp circuit. All leak tests were completed and passed. Calibrations, functional testing, and safety testing all passed per factory specifications. Device cleared for clinical use and returned to customer.

Event description:
N/a.